Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading in the 200-300 mg/dl range. The last cgm reading the patient can recall was 353 mg/dl. The patient did a bg meter comparison and can not recall the exact value, but stated it was ¿way lower¿ that the cgm. No patient symptoms were reported at this time. On the morning of (B)(6) 2023, the patient was experiencing weakness, lethargy, and double vision. The patient recalls trying to wake up and when she does, she is in the emergency room (ER) with her husband beside her. The patient was told by an ER nurse that she passed out and had a bg meter reading of 18 mg/dl and that she was treated with a ¿syrup for diabetics¿. A repeat bg meter reading was 23 mg/dl. No comparison cgm values were reported during this event. The nurse then provided the patient with juice and a sandwich. The patient also had a CT (computed tomography) scan and blood work done. The patient was discharged later the same day once her bg level stabilized. The patient was feeling okay at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.